Manufacturer narrative:
(B)(4). The customer reported to have found a leak in the circuit. The customer reported to have replaced the circuit and resolved the issue. The unit passed all testing. Covidien was not authorized to service the device.

Event description:
It was reported that, an 840 ventilator generated a safety valve open message. The ventilator was not in use on a patient at the time of the reported event.